Event description:
It was reported that during a prostate procedure, the customer reported: ¿significantly diminished vaporization efficiency / fiber burnt out / no water flow¿, at 70,000 joules, no additional information provided. The procedure was completed with a second fiber at 41,684 joules. Patient outcome: "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; there is no visual blockage of the inlet flow tubing or the outer flow tubing; the fiber was tested with the flow rate test; the flow of water is within acceptable criteria. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " no water flow" could not be confirmed; a glass cap detachment was observed'; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).